Event description:
It was reported that the peep (positive end expiratory pressure) value was drifting while the ventilator was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. No parts were exchanged and no logs were collected from the device. The hospital biomed could not reproduce the issue. The investigation made at the hospital by our field service engineer did not reveal any malfunction. The reported unit passed several pre-use checks. The ventilation test preformed on a test lung did not reveal any deviations. The unit was sent back for clinical use, no re-occurring observations have been reported since.

Event description:
(B)(4).